Event description:
Physician reported implant rupture. Device remains implanted. This relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported, implant rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. Black particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Physician reported implant rupture. Device has been explanted. This relates to the right side.